Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : implanted.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where on post op day 3, a late single leaflet device attachment (slda) was detected. Starting tricuspid regurgitation (tr) was massive. Two devices were implanted at the index procedure and the first device was implanted in the antero-septal commissure with the second device being placed parallel to the first one. It was not easy to grasp due to dense chords in the grasping area. The second device was released, and all was fine. As per the clinical specialist, it looked after release like it grasped just a chorda. Post-procedural tr was moderate but later it was identified that the anterior leaflet detached. There was no need to stabilize the detached device and the tr after the slda was massive. The patient underwent a re-do procedure the day after the slda was detected to reduce the tricuspid regurgitation grade. A pascal ace was implanted postero-septal in 2/8 clocking (near central) and tr was reduced from grade 4 to 2. It was challenging because septal leaflet was curled and restricted. The patient was noted as to be doing well.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed empirically based on observations made by the edwards clinical specialist present. Available information suggests potential contributing factors are patient and procedural related. Patient related was dense chords in the grasping area. Procedural related was challenging due to septal leaflet was curled and restricted. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.